Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the inner insulation of the lead was extrinsically breached due to a tear. Analysis of the device memory indicated a lead warning alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, visual summary analysis of the lead indicated damage at implant and stretching. Product ID (B)(4) implantable pulse generator (ipg) implanted: (B)(6) 2013, (B)(4) implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead warning occurred on the right ventricular lead. Low lead impedance was observed. During the procedure to replace the lead, loss of capture was observed. Both the lead and the device were replaced as a connection issue was suspected. No patient complications have been reported as a result of this event.